Event description:
Received medwatch report that a resident was allegedly found unresponsive, hanging out of the bed with the resident's head through the side rails by the staff. This event resulted in the users death.